Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4). H6: previously added imdrf annex codes d14 is no longer applicable for this product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial (B)(6) , (B)(4) : imdrf annex codes b17, c20, d14, g02030 are applicable for this product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that during set up the nim patient interface had connection issues. There was connection issue both with wired and wireless communication. There was no patient impact.

Event description:
Additional information received stating that there was no indicator that alerted the user. Costumer was not able to use console with another pi.

Manufacturer narrative:
H3: analysis was not able to confirm customer allegation with the patient interface. The patient interface directly connects with test console, wifi and with cable. H6: previously added imdrf codes b21, c21 are no longer valid g3: initial aware date to medtronic was 12 march 2024. Since customer confirmed that they reported a wrong serial number on 12 march 2024. (MDR report 1045254-2024-00519 was submitted on time with wrong serial number which is no longer valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.